Event description:
It was reported the balloon burst. The physician was using a stingray catheter to treat a chronic total occlusion (cto) located in the left anterior descending artery. The stingray catheter was inflated to 4atm when the balloon burst. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified blood in the inflation lumen and balloon. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the distal cone transition was revealed. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination and tactile inspection revealed numerous shaft kinks. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the device was used past the expiration date. (B)(4).